Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during surgery, the device did not pace as needed for a bradycardia pt while inserting an internal pacemaker.